Manufacturer narrative:
The reported stenosis was to the lsfa. Cec has adjudicated that the reported restenosis was related to the device and not related to the procedure or drug.

Manufacturer narrative:
(B)(4).

Event description:
During index procedure the physician used one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the sfa of the left leg. Device was successful. Approximately 12 months post index procedure, the patient suffered restenosis of the target lesion. The restenosis was treated with stenting. The investigator has assessed the event as not related to the study device, procedure or paclitaxel. Outcome is resolved.